Event description:
It was reported by the sales rep in south korea that during an unknown procedure on (B)(6) 2023, it was observed that the 5.5 healix advance br 3 suture anchor w/ orthocord device had a strange shape. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This complaint involves x (x) devices.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was implanted, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, it was slighly blurry, and the photo do not provide enough evidence to confirm the condition reported. A manufacturing record evaluation was performed for the finished device lot number: 103l758, and no nonconformances were identified. Physical evaluation should provide more information to discern a possible root cause. This type of issue was previously reviewed with the manufacturer, the process has 100% inspection to assure that the device has not any shape discrepancy (sws0387rev3, sws0538rev5, sws0712rev6, sws0714rev4, sws01715rev5, sws0716rev5, sws0717rev 5, sws0718rev5). It is not possible to assemble the anchor in a bad condition, since there are two phases where assembly the suture in the anchor and inspect the condition of the anchor (pass one end of the suture through one of the small holes in the anchor, pass the 2nd end of remaining suture in the small hole left free. This information correspond to a process control and it is the appropriate document to use to guarantee that this issue can¿t have happened during manufacturing process. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.